Manufacturer narrative:
Additional information: (UDI). Correction: (conclusion code: removed device repaired and returned; replaced with no problem detected). The touchscreen was returned for evaluation and failure investigation. A visual inspection of the touchscreen revealed no signs of damage or contamination. No failure was identified.

Event description:
The customer reported the touchscreen unresponsive. No patient involvement.